Event description:
The patient reportedly experienced sound quality issues, followed by loss of lock. External equipment has been exchanged and programming attempted. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.